Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse found liquid leaking from the e-tubing near the prn on a bd pegasus¿ safety closed IV catheter system 24g x 0.75in. During infusion. There was no report of injury or medical intervention.

Manufacturer narrative:
Actual sample was received for investigation. Sample was decontaminated by eo. The returned sample showed the reported defect. DHR was performed and no abnormality found in the incoming material and whole assembly process and packing process. Conducted the 45psi leakage test, the operator found liquid leaking from pp contactor. Under the microscope, the ex-tubing was broken by the metal wedge when assembled. According to the pegasus process, the misalignment may be the cause of this kind of failure mode. However, the probability is low because (B)(4) only met the one in the last two years. According to the statistics from (B)(4), the ex-tubing leakage rate is 1.0. Product was not found within specification. Bd was able to duplicate or confirm the customer¿s indicated failure mode.